Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse found that the thumb screw holding the syringe lever to the plunger had come unscrewed. The fse aligned the lever and the plunger of the syringe and tightened the thumb screw. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported ca, cb and cc false negative control failure on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.